Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the proximal end of fiber was contaminated and the cap was partially fractured. The over temperature could have been the result of a dirty fiber input face. The fiber was presumed at fault as error and was not reported for multiple fibers. The root cause of the device failure was determined to be a manufacturing defect. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010 the fiber port overheated at 23,421 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the proximal end of fiber was contaminated and the cap was partially fractured.